Event description:
It was reported that the patient had an initial artificial urinary sphincter implant surgery done in may. He has had chronic ongoing pain from it, and does have a history of significant pain syndrome. He was scoped after presenting to clinic, which disclosed clear erosion of the cuff. It was decided that it would not be salvageable with any antibiotics or conservative management, and he needed to have his cuff removed. The artificial urinary sphincter cuff, pump, and balloon were removed. No further complications were reported.

Manufacturer narrative:
H3 device evaluation: the cuff was visually inspected, microscopically examined, and tested for leaks. A leak in the cuff krt consistent with sharp instrument damage (see attached image) was identified. Based on the lack of a reported device malfunction allegation it is most probable that this damage occurred during explant. The sharp instrument damage will not be considered a device malfunction because it is a secondary failure. The pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The pump passed all functional tests. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing. A product malfunction was not confirmed through product analysis. The reported events could not be confirmed through product analysis.

Event description:
It was reported that the patient had an initial artificial urinary sphincter implant surgery done in may. He has had chronic ongoing pain from it, and does have a history of significant pain syndrome. He was scoped after presenting to clinic, which disclosed clear erosion of the cuff. It was decided that it would not be salvageable with any antibiotics or conservative management, and he needed to have his cuff removed. The artificial urinary sphincter cuff, pump, and balloon were removed. No further complications were reported.